Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream catheter was selected for use to treat peripheral vascular disease (pvd) in the superficial femoral artery (sfa). During the second pass through the lesion, the device blades stopped spinning while the activation bottom was depressed. The physician attempted to restart rotation, however, the device could not be reactivated and it was removed. The procedure was completed with a balloon and a stent. There were no patient complications.